Event description:
Spontaneous. Spoke to patient. She just spiked the remodulin vial with mini spike disp pin. Per patient, this spike was missing the "cap" on the vented part. The remodulin bottle tipped over and she lost about half of the contents in the remodulin vial. Patient switched to new spike. Defective spike lot: 0061802900, exp: 10/31/2026. No other information known. Prescriber has not been notified. Did reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace device? No; did patient have a backup device she was able to switch to? Yes; was the patient able to successfully continue her infusion? Yes; is the infusion life-sustaining? Yes; outcome? Resolved. Reported to (B)(6) by pt/caregiver.